Manufacturer narrative:
One 12 pole, uni-directional, curve d, sensor enabled, advisor vl circular mapping catheter was received for evaluation. A kink in the catheter shaft in between shaft electrodes 1 and 2 was observed and within the kink it can be noted that there is an exposed and protruding wire from the wire braid of the shaft. Electrodes 1-10 and shaft electrode 1 (electrode 11) read as open circuits during electrical testing, consistent with the damage found to the shaft. Shaft electrode 2 (electrode 12) displayed an acceptable resistance value. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage in between the shaft electrodes remains unknown.

Event description:
This report is to advise of a fracture with a protruding component found during analysis. During the af procedure, the catheter could not display the potential signal normally. The shape of the catheter was distorted and floating, and the interference made it difficult to identify the electrode information. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.